Event description:
A ventilator was returned to a third party service center for service.  There was no harm or injury reported. During the evaluation of the device at the third party service center, the blower was observed to be contaminated with dust. The blower and overhead blower filter were replaced to address the issue.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of previously closed complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.